Event description:
Pt had leaky mitral valve removed. Inspection of the valve revealed the medial portion of the valve to be completely disrupted from the annulus. The valve appeared to be a silver impregnated sewing ring. The annulus was completely degenerated and there was very little substantial tissue remaining for securing an add'l valve.